Manufacturer narrative:
Occupation is lay user/patient. The customer has discarded the test strips.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4) occurring on (B)(6) 2018. Different test strips were used during each event. This medwatch will cover the unknown strip lot used on (B)(6) 2018. Refer to medwatch with patient identifier (B)(6) for information strip lot 29494221 used on (B)(6) 2018. The customer tested initially on the meter and got a result of 4.6 inr. The customer re-tested on the meter within 15 minutes and the result was 3.5 inr. The customer's therapeutic range is 2.0 - 3.0 inr. No changes were made to the customer's warfarin dose based on the readings from the meter. The customer is not anemic, is not on heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer is not taking any new medication, has had no diet changes and no recent illnesses. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation, however the unknown test strips have been discarded and will not be returned. The meter was returned, however, the unknown test strips were not returned for investigation. The returned meter was tested with a different test strip lot that was returned by the customer (29494221) using liquid qc of a high level in comparison to master lot #28632180 (recalibrated lot to rtf/09) on an internal reference meter. Returned test strips: qc 1: 2.5 inr; qc 2: 2.6 inr. Retention strips: qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). No error messages occurred during the investigation. The maximum difference between measurements was 4.0%. No information was provided in the complaint case that would point to a cause for the result discrepancy. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr between meter to meter and meters compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr the customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.